Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from poland, a patient with an unknown valve model implanted in the aortic position has been placed under consideration for a valve-in-valve procedure after an implant duration of two (2) years and ten (10) months due to unknown reasons. The patient presented with fatigue and heart failure.

Event description:
Per the report received from poland, a patient with a 3000tfx21mm valve model implanted in the aortic position has been placed under consideration for a valve-in-valve procedure after an implant duration of two (2) years and ten (10) months due to unknown reasons. The patient presented with fatigue and heart failure. The patient was noted as to be planned to undergo a cardioversion prior the valve-in-valve.

Manufacturer narrative:
Information added/updated to section b5, d1, d4 (model number), h6 (type of investigation, investigation findings, and investigations conclusions). Corrected data in section h6 (impact code): 2271 (therapeutic response decreased) replaces 4629 (device revision or replacement). H11: additional manufacturer narrative: a pre-procedure computed tomography report was available; limited imagery: surgical valve prosthesis in-situ, aortic position (21mm perimount magna according with report), no apparent calcification, no obvious valve leaflet thickening from limited imagery. No frame deformation. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.